Event description:
Needle broke off in skin [medical device complication]. "The needle broke inside of the skin and is still in the skin", concerns a pt treated with novofine 30 (disposable needles) since december 2004 for type I diabetes mellitus. In 2005, the pt was performing their injection while driving their car and saw the disposable needle go into their skin on their right arm, but did not see the needle tip when pt pulled the device out of the injection site. The pt went to their physician regarding the problem that day for evaluation. The pt's physician confirmed that an x-ray showed the needle beneath the skin on their right arm. Pt did not receive any treatment for the event and stated that their physician advised them against removal of the needle because it would be a complicated procedure. The physician advised the pt to allow the needle to remain beneath their skin unless swelling occurs in the affected area. The pt reported that they usually utilize each disposable needle twice, although they stated this was the first injection with the needle that broke off. They perform an airshot before each injection, but leaves the needle on the injection device between injections.